Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side exchange with no complaint against the device. Healthcare professional, later reported, rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device with 3 assessed,1 fold flaw opening, 1 inconclusive and 1 surgical damage. As per the investigation procedure particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported left side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted and replaced.